Manufacturer narrative:
The reported field event of capture, sensing and impedance anomalies were confirmed in the lab. Interrogation of the device revealed, the device was above the elective replacement indicator (eri) when received. Electrical testing revealed, an insufficient internal supply, due to a hybrid anomaly.

Manufacturer narrative:
Correction: missing DHR statement in h11. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, failure to sense and capture. And high pacing and defibrillation impedance on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.